Event description:
Caller reported occlusion alarms. Reportedly, the customer uses pump supplies longer than recommended and does not perform the air removal step during the load procedure, these are considered off label use of the pump. The customer's blood glucose level was displayed as "high" on the device, although the specific value was not known. To address the high blood glucose, the customer administered a correction injection. The customer resolved the issue by discontinuing the use of the pump, removing the infusion set, and switching to manual injections.